Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Device in back-up mode upon interrogation for unknown reasons. Device was reinitialized and taken out of back-up mode. Device has normal follow-up numbers. Ram dump was sent in to technical services.